Event description:
Patient complained of discomfort from implanted screw. Screw was noted as prominent and upon patient request, screw was removed. No additional hardware was implanted.

Manufacturer narrative:
Investigation is ongoing; no conclusion could be drawn as no device was returned or lot number provided.